Event description:
It was reported that the pt experienced increased spasticity. The pump was explanted and replaced due to possible battery depletion and decreased therapy. The pt outcome post replacement was "improved". The pump contained lioresal 2000 mcg/ml at a dose of 300 mcg/day.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.